Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-nov-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that at a follow up appointment on (B)(6) 2019, the patient reported that the site where the lead was inserted was very tender. The physicians assistant (ps) told the patient that the site looked fine. The patient ended up going back to a different pa on (B)(6) 2019 and mentioned that to the pa that there was pain around the lead insertion site had spread to their whole left side (left hip, buttock, lower back), that it was swollen, had become more tender, and felt hard. The pa also told the patient that there was a pocket of fluid so they were started back on antibiotics because of suspected infection. The patient was treated with antibiotics for 3 days before the implant was removed. The healthcare professional (hcp) did cultures, but the cultures did not show anything. However, a confirmed infection was reported in the event. This might had been because the patient was on antibiotics. The hcp also reported that it was more likely the patient had an allergic reaction to the material on the lead or ins. It was noted that the patient did have a allergy to nickel and the hcp was told that the lead had nickel in it. The hcp mentioned that other patients had a similar reaction like the patient was having to the nickel. The patient thought that the infection started with trial lead insertion site but that the allergic reaction to the device components started with permanent implant. On (B)(6) 2019, things became worse and the pa talked with the doctor. The patient was told to come back the next day ((B)(6) 2019) and the implant device system was removed. It was mentioned that the patient stayed in the hospital until (B)(6) 2019, after the device was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1wbcm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Any additional information received will be reported under manufacturer report number 3007566237-2019-01625.